Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 430 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer stated that they changed their set and their blood glucose levels started rising. The customer stated they will change the set again to resolve the issue. However, the customer stated that they will call back if the issue persisted. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.